Manufacturer narrative:
Date of event: unknown. Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle, the device experienced foreign matter on device cannula / in fluid path. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: before use, the customer discovered liquids inside of the barrel.